Event description:
9 bdmaxplus loops obtained that will not flush. 3 lot numbers involved. No known harm to any patient. This is the 6th report on the same product. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will obtain manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will obtain manufacturer response for set, administration, intravascular, maxplus (per site reporter). Will obtain